Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective high voltage power supply (hvps) board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to the legal manufacturer contact and facility registration number.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the e433 error was due to a defective high voltage power supply (hvps) board. It was also found that the volume knob was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that generator had an e433 rebooting error occurred. There were no reports of harm.